Manufacturer narrative:
Based on the nature of the complaint and lack of product return and evaluation within 30 days of the complaint, ndi acknowledges the lateness of this report. Corrective actions are in-process. (B)(4).

Event description:
Consumer called. Complaint of erratic results. Back to back blood results were hi, 441, 514, hi. Control solution test was within acceptable range. No adverse event or medical intervention reported.